Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 420 mg/dl. The customer corrected via manual injections. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. The contact was unsure if the elevated bg level was due to the customer being sick.